Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer's site. The fse found a leak at valve (vl3a) that controls the flow to the complete blood count (cbc) lyse pump. The fse reset the instrument and rebuild the mixing reservoir tubing that fixed the leak. The fse recalibrated and verified all fluid detectors that were associated with the leak. Cause of this event; leak at the vl3a. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that the fd2 and fd7 (fluid detectors) on the coulter lh 780 hematology instrument were leaking fluid from valve (vl3b). The volume of the leaked fluid was <5cc's and was contained within the instrument. The customer was wearing personal protective equipment (ppe), including a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. There was no death, injury or affect to patient treatment.